Event description:
Introducer buckled up in two places causing severe hematoma. (Four different instances).

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the device sample to be returned for evaluation. When the investigation is complete a supplemental report will be submitted.